Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision due to mechanical complication. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company lens (1.50cyl), 23.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified multifocal with a reported reason of the explant of poor vision and a clinical reason of "mechanical complication of the iol. The iol does not have a mechanical component--the terminology used to report mechanical complication is an insurance coding term that is used for billing and coding when a lens is exchanged---the verbiage does not indicate a lens malfunction. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).